Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the person with diabetes (pwd) experienced high blood glucose levels and began feeling unwell. Per reporter, their blood sugar was 394 mg/dl, with moderate ketones present upon testing. When the cannula from the cleo 90 infusion set was removed, it was found to be bent. Although the pwd¿s blood sugar began to decrease, they woke up the next morning with elevated levels again and large ketones. Upon removing the cannula, it was noted to be occluded with blood. The pwd reported hospitalization for diabetic ketoacidosis (dka) on (B)(6) 2025 after experiencing persistent hyperglycemia. Prior to admission, blood glucose was over 400 mg/dl, accompanied by nausea and vomiting. The patient was discharged on (B)(6) 2025. The pwd stated that the twiist system (not an ICU medical device) has not been worn since the event due to repeated issues with bent cleo cannulas, regardless of site location. A history of bent cannulas with other pump infusion sets was also reported. According to the pwd, blood glucose began rising on (B)(6) 2025, prompting a site change where a bent cannula was identified. On (B)(6) 2025, two additional site changes were performed, and each cannula was found bent while glucose levels remained elevated. On the morning of (B)(6) 2025, severe hyperglycemia with nausea and vomiting prompted hospital care. On (B)(6) 2026, the pwd requested replacement supplies related to the past event. On (B)(6) 2025, three different cleo 90 infusion sets were inserted in an attempt to correct rising glucose, and each cannula was bent upon removal. The full infusion set and cassette were replaced with each change. Blood glucose increased to over 500 mg/dl, resulting in hospital treatment. The pwd was diagnosed with dka, with ketone levels reported as ¿large ketones.¿ treatment with an insulin drip resolved the issue. The pwd was discharged the same day. Affected supplies were not retained for return. On (B)(6) 2026, clarification on hospitalization duration: per cds chatter, the pwd was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. On (B)(6) 2026, a clarification indicated that the bent cannula issues occurred on (B)(6) 2025. During the (B)(6) 2026 conversation, the pwd confirmed receiving a high glucose alert. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic/latino male, born on (B)(6) 1958 and weighing 160 lbs.